Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck). The pt returned for a f/u visit with patella subluxation.

Manufacturer narrative:
With the pt's leg in extension, the patella can be slid medial or lateral so that it is not tight, however when the pt flexes, at about 30 degrees, the patella snaps into the groove. The surgeon attributed the issue to the pt not having all her quad strength back post-operatively. At 5-6 week f/u, the pt's patella was good until just beyond 90 degrees of flexion where the implant seems to snap more into place. The pt experiences this while doing stairs. The surgeon stated that the pt did seem to be doing a little better, and will continue to f/u.